Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entanglement on guidewire occurred. The target lesion was located in the coronary artery. An opticross¿ imaging catheter was selected to visualize the target lesion. During percutaneous coronary intervention (pci), it was noticed that the opticross¿ imaging catheter became stuck with the non bsc guidewire. Furthermore, the physician had to remove the stuck opticross¿ imaging catheter together with the non bsc guidewire out from the patient's body. The procedure was completed with another of same device. No patient complications were reported.